Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the issue could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The physician was treating a vertebral aneurysm using a combination of the pipeline device and penumbra p400 coils. The slim microcatheter was jailed into the aneurysm and two pipeline devices were placed in the parent artery. The coil was introduced into the proximal end of the microcatheter. The physician noticed significant resistance in pushing the coil and decided to remove the coil from the microcatheter. He then successfully placed two p400 coils to complete the case. This case was being broadcast to the (B)(6) along with seven other cases. The physicians completed this case and literally ran to the next case in hope of completing all seven cases in the 90 minutes allotted. Thus, this coil was discarded and is not available for return. In the rush to move to the next case, we didn't get a good explanation for the resistance, but one of the fellows speculated the hypotube was inadvertently kinked by the physician. He simply removed the device and asked for another. There was no patient injury in this incident.